Manufacturer narrative:
The investigation into the reported aic - purge disc/flag issues has been completed since the original report was filed. The device and data logs was returned for analysis.imc logs from the complaint date revealed that the console issued the purge disc not detected alarm. The cause for the purge priming not proceeding is a missing purge flag. The root cause for the missing purge flag a defective purge pressure defective part.

Event description:
A japan user facility reported that when testing on a demo machine, the purge priming did not proceed. The pressure transmitter was not working. Automated impella controller (aic) was replaced. There was no patient involvement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.